Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the sales rep: the doctor commented that maybe the reason for the malfunction was that the endocutter was pressed up against an instrument in close vicinity. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete or was the staple line equal in length to the cut line? I cannot say with certainty if all staples were formed properly but there was no comment about malformed staples. The staple line was in equal length to the cut line. The analysis results found that one pse60a device was returned with the anvil bent upwards and with a gst60w cartridge reload present. The returned reload was partially fire 3/4 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open total nephrectomy procedure, the complication happened during the second firing over vasculature. Using a white reload the surgeon started the firing sequence and the knife blade advanced approximately 75% of the way. At this point, it sounded like the knife blade was having trouble advancing and the motor stopped. The doctor clamped the necessary vessels that were associated with the firing. With no luck re-engaging the firing trigger, the doctor was instructed to use the reverse switch on the endocutter. Being that the firing would have been the last, the endocutter was not fired again and the vessels were tied off. There were no patient consequences.